Event description:
The customer reported that the system would not power on. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's input voltage was adjusted. The system was tested and found to be working as intended and put back into service.